Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012, whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: additional surgery, mesh removal, hernia recurrence. Additional event specific information was not provided.

Manufacturer narrative:
Please note the initial medwatch indicates an incorrect date gore aware of 11/12/2018. The date gore aware of information for the initial report is 11/10/2018. B7: added medical history. H6: updated result code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2012, including records for any prior abdominal procedures, were not provided. Additionally, records detailing the source of the incisional hernia noted in the 6/20/2012 records were not provided. Progress noted dated (B)(6) 2012 states: ¿patient has a midline incisional hernia with well-healed abdominal wall incisions.¿ operative report dated (B)(6) 2012 states the patient underwent laparoscopic repair of incisional hernia with a mesh, 20 x 30 cm gore-tex dualmesh plus. The ¿patient is a 60-year-old female who has a large incisional hernia.¿ the (B)(6) 2012 operative records states: ¿a 10-mm left upper quadrant incision was made and veress needle was inserted. The abdomen was insufflated and the protected trocar was then placed under direct [sic]. The remaining trocars were placed under direct vision. Sharp dissection was used to dissect out the anterior abdominal wall, and it was evident the patient had a very large hernia defect. All the incarcerated contents were easily freed up and the patient's defect measured approximately 20 x 30 cm in size after obtaining 4-5 cm overlap circumferentially.¿ operative records from (B)(6) 2012continue: ¿a piece of gore-tex dualmesh plus was cut and trimmed to size . Several stay sutures were placed and the mesh was placed into the abdominal cavity. The mesh was then tacked through the transabdominal fixation sutures and fixated. It was further tacked with a protack device in a double crown technique. There was no evidence of any bleeding. No evidence of any undulation of the mesh. The mesh [sic] towards the peritoneum and the smooth side towards the viscera. The left upper quadrant trocar site was closed with an interrupted o vicryl suture. Sterile dressings were applied.¿ the records confirm a gore dualmesh® plus biomaterial (1dlmcp07/9214728) was used during the procedure. The records indicate the dualmesh® was cut during the procedure; however, final dimensions of the cut mesh were not provided. Records between (B)(6) 2012 and (B)(6) 2017 were not provided. Operative report dated (B)(6) 2017 states the patient underwent repair of recurrent incisional hernia, explantation of gore-tex mesh, abdominal wall reconstruction with bilateral rectus myofascial advancement flaps, implantation of strattice mesh to reconstruct the posterior sheath, and implantation of 13 x 25 cm polypropylene mesh in the preperitoneal space. The record states ¿the patient presents with a symptomatic recurrent incisional hernia. She has had a previous repair with gore-tex mesh.¿ the (B)(6) 2017 operative report states: ¿a vertical midline incision was made through previous surgical scar until the hernia sac was encountered. The hernia sac was dissected circumferentially until we reached the anterior rectus sheath bilaterally. We incised the left anterior rectus sheath and identified the rectus muscle. I then dissected the posterior rectus sheath from the rectus abdominis muscle. This was accomplished from the sternum into the prepubic space of retzius. This was a quite difficult dissection due to a prior mesh repair. Numerous tacks were encountered, as well as sutures. We removed these as we encountered them.¿ the operative records dated (B)(6) 2017 continue: ¿we fully dissected the retrorectus space to obtain rectus abdominis mobilization. In a similar fashion, we performed the dissection on the contralateral side. The anterior rectus sheath was incised. The rectus muscle was identified. We dissected the rectus muscle from the posterior rectus sheath. We carried this dissection out to its lateral border, as evidenced by the neurovascular bundles. We extended this up to the costal margin and down into the pelvis. Numerous tacks and sutures were again encountered and were removed. Next, I felt that there was adequate laxity of the abdominal wall, having mobilized the rectus complex from the posterior rectus sheath bilaterally.¿ records dated (B)(6) 2017 continue: ¿the epigastric vessels were left intact as pedicles bilaterally. We then excised the prior mesh. I was able to palpate the mesh inferiorly. I incised the peritoneum just below the mesh. I then entered the peritoneum and sharply incised the peritoneum attachment onto the mesh. We tried to salvage as much peritoneum as possible, but a significant amount of posterior sheath was excised with the mesh. The mesh had contracted significantly. Despite the fact that the operative note reported a 20 x 30 cm mesh, this mesh was approximately 15 x 20 cm in size time of extraction . Mesh and tacks were removed.¿ the (B)(6) 2017 operative records also state: ¿next, we carefully inspected the bowel. Fortunately, there were minimal adhesions to the undersurface of the mesh, and the bowel was without injury. Due to the significant amount of posterior sheath excised, we needed to reconstruct this. There was some omentum, but I was concerned that reconstruction would place any material immediately adjacent to the small intestine. For this reason, I reconstructed the posterior sheath with a strattice mesh. A 10 x 16 cm mesh was chosen.¿ the operative records dated (B)(6) 2017 continue: ¿this was circumferentially sutured to the posterior sheath using a pds suture. This nicely reconstructed the posterior sheath. I then irrigated and assured hemostasis. I then proceeded with placement of a polypropylene mesh into the retrorectus space. This space easily accommodated a mesh approximately 13 cm in width and 25 cm cranially-caudally. This was sutured in using the reverdin needle using #1 pds sutures placed through external incisions on the skin.¿ records dated (B)(6) 2017 continue: ¿a total of 7 sutures were placed around the periphery of the mesh to hold it in place. These sutures were then tied and nicely filled the retrorectus preperitoneal space. I then irrigated. This space was hemostatic. I placed a 19-french blake drain into the retrorectus space, above the polypropylene mesh. I then closed the anterior sheath over the mesh using interrupted figure-of-eight #1 pds sutures. The fascia closed nicely, without tension. I then irrigated. We closed in layers using a 3-0 vicryl on the scarpa fascia and deep dermis, and 4-0 monocryl on the skin. The wound was dressed with dermabond.¿ there was no mention of infection in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional/revised details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 6/20/2012, including records for any prior abdominal procedures, were not provided. Progress noted dated 6/20/2012 states the patient was seen for evaluation of ¿an incisional hernia after colectomy this past december.¿ ¿she does smoke cigarettes.¿ ¿abdomen is soft. She has a midline incisional hernia with well-healed abdominal wall incisions.¿ records between (B)(6) 2014 were not provided. Records dated (B)(6) 2014 state ¿patient reports her left arm is hurting from elbow into neck she describes the pain as a burning sensation x 1 month, right side abdominal pain she states the pain increases after lifting she is concerned it may be a hernia.¿ records dated (B)(6) 2014 state the patient was seen for ¿lower abdominal pain, frequent urgency¿¿ records dated (B)(6) 2015 state: ¿63 year old female in office for 3 month f/u. Reports multiple nodules on groin area. Reports nodules burst during the night, stating once one burst another appears. Reports yellow drainage from nodules, edema and redness around site. Pt states they are very painful, rates pain as ¿10¿ on 0-10 scale.¿ the records indicate the patient was diagnosed with folliculitis. Records dated (B)(6) 2015 state the patient was seen for ¿mid back pain that radiates around to her rlq, she reports that she has a increase in frequency to urinate.¿ records between (B)(6) 2016 were not provided. Records dated (B)(6) 2017 continue: ¿a total of 7 sutures were placed around the periphery of the mesh to hold it in place. These sutures were then tied and nicely filled the retrorectus preperitoneal space. I then irrigated. This space was hemostatic. I placed a 19-french blake drain into the retrorectus space, above the polypropylene mesh. I then closed the anterior sheath over the mesh using interrupted figure-of-eight #1 pds sutures. The fascia closed nicely, without tension. I then irrigated. We closed in layers using a 3-0 vicryl on the scarpa fascia and deep dermis, and 4-0 monocryl on the skin. The wound was dressed with dermabond.¿ there was no mention of infection in the records. The records indicate two non-gore devices were used in the procedure (brad mesh, strattice mesh). A pathology report dated (B)(6) 2017 regarding specimens collected (B)(6) 2017 state: ¿description of specimen: a. Mesh. Gross description: a single specimen is received fresh labeled ¿mesh¿ and consists of a red/tan rubbery mesh-like object. It measures 19.0 x 16.0 x 0.1 cm. The surface is covered with gold colored circular-shaped metallic objects which measure 0.5 cm in diameter. This is submitted for gross diagnosis only.¿ ¿diagnosis: mesh, ventral incisional hernia, hernia repair: - gross diagnosis only.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient code (2240) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. The following information was determined from the medical records. Medical records: ¿ the known medical records span june 20, 2012 through february 8, 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records from august 15, 2012 through may 13, 2014; from september 15, 2015 through june 1, 2016 were not provided. Patient information: medical history: ¿ cervical cancer ¿ breast cancer ¿ ovarian cancer ¿ colon cancer ¿ radiation therapy ¿ heart disease ¿ cerebral vascular accident ¿ smoker ¿ 1 pack/day ¿ chronic obstructive pulmonary disease ¿ hypertension ¿ myocardial infarction ¿ cholecystitis ¿ hepatitis b ¿ hiatal hernia prior surgical procedures: ¿ 2008: cholecystectomy ¿ tubal ligation [unknown date] ¿ lumpectomy [unknown date] ¿ hysterectomy [unknown date] ¿ heart surgery [unknown date] ¿ (B)(6) : colectomy implant preoperative complaints: ¿ (B)(6) 12: patient seen for ¿an incisional hernia after colectomy this past december.¿ ¿abdomen is soft. She has a midline incisional hernia with well-healed abdominal wall incisions.¿ implant procedure: laparoscopic repair of incisional hernia with a mesh, 20 x 30 cm ¿gore-tex dualmesh plus.¿ implant: gore® dualmesh® plus biomaterial (9214728/1dlmcp07) 20cm x 30cm. Implant date: (B)(6) 2012 [hospitalization dates unknown] ¿ description of hernia being treated: ¿the remaining trocars were placed under direct vision. Sharp dissection was used to dissect out the anterior abdominal wall, and it was evident the patient had a very large hernia defect. All the incarcerated contents were easily freed up and the patient's defect measured approximately 20 x 30 cm in size after obtaining 4-5 cm overlap circumferentially.¿ ¿ implant size and fixation: ¿a piece of gore-tex dualmesh plus was cut and trimmed to size. Several stay sutures were placed and the mesh was placed into the abdominal cavity. The mesh was then tacked through the transabdominal fixation sutures and fixated. It was further tacked with a protack device in a double crown technique. There was no evidence of any bleeding. No evidence of any undulation of the mesh. The mesh___ [sic] towards the peritoneum and the smooth side towards the viscera. The left upper quadrant trocar site was closed with an interrupted o vicryl suture. Sterile dressings were applied.¿ ¿ post-operative period: [eight days] - (B)(6) 12: ¿well-healed, staples removed, steri-strips placed.¿ ¿she is doing well 1 week s/p [status post] lvh [laparoscopic ventral hernia] repair.¿ relevant medical information: ¿ (B)(6) 12: ¿she is doing well one month status post repair [sic] an incisional hernia. Used [sic] tolerating her diet and her incisions have healed nicely. She has a small area of pain along the left upper quadrant trocar site.¿ ¿ (B)(6) 14: ¿patient reports her left arm is hurting from elbow into neck she describes the pain as a burning sensation x 1 month, right side abdominal pain she states the pain increases after lifting she is concerned it may be a hernia.¿ ¿ (B)(6) 15: ¿63 year old female in office for 3 month f/u. Reports multiple nodules on groin area. Reports nodules burst during the night, stating once one burst another appears. Reports yellow drainage from nodules, edema and redness around site. Pt states they are very painful, rates pain as ¿10¿ on 0-10 scale.¿ diagnosed with ¿folliculitis¿ ¿ (B)(6) 15: ¿mid back pain that radiates to her rlq [right lower quadrant], she reports that she has a [sic] increase in frequency to urinate.¿ explant preoperative complaints: ¿ (B)(6) 16: ¿she presents with a recurrent incisional hernia. I placed a 20 x 30 cm piece of mesh 4 years ago and recommended that she see dr. Scott roth for further treatment of this recurrence.¿ explant procedure: repair of recurrent incisional hernia, explantation of ¿gore-tex¿ mesh, abdominal wall reconstruction with bilateral rectus myofascial advancement flaps, implantation of strattice mesh to reconstruct the posterior sheath, and implantation of 13 x 25 cm polypropylene mesh in the preperitoneal space. Explant date: (B)(6) 2017 [hospitalized (B)(6) 2017] ¿ ¿a vertical midline incision was made through previous surgical scar until the hernia sac was encountered. The hernia sac was dissected circumferentially until we reached the anterior rectus sheath bilaterally. We incised the left anterior rectus sheath and identified the rectus muscle. I then dissected the posterior rectus sheath from the rectus abdominis muscle. This was accomplished from the sternum into the prepubic space of retzius. This was a quite difficult dissection due to a prior mesh repair. Numerous tacks were encountered, as well as sutures. We removed these as we encountered them. We fully dissected the retrorectus space to obtain rectus abdominis mobilization. In a similar fashion, we performed the dissection on the contralateral side. The anterior rectus sheath was incised. The rectus muscle was identified. We dissected the rectus muscle from the posterior rectus sheath. We carried this dissection out to its lateral border, as evidenced by the neurovascular bundles. We extended this up to the costal margin and down into the pelvis. Numerous tacks and sutures were again encountered and were removed. Next, I felt that there was adequate laxity of the abdominal wall, having mobilized the rectus complex from the posterior rectus sheath bilaterally. The epigastric vessels were left intact as pedicles bilaterally. We then excised the prior mesh. I was able to palpate the mesh inferiorly. I incised the peritoneum just below the mesh. I then entered the peritoneum and sharply incised the peritoneum attachment onto the mesh. We tried to salvage as much peritoneum as possible, but a significant amount of posterior sheath was excised with the mesh . The mesh had contracted significantly. Despite the fact that the operative note reported a 20 x 30 cm mesh, this mesh was approximately 15 x 20 cm in size time of extraction. Mesh and tacks were removed. Next, we carefully inspected the bowel. Fortunately, there were minimal adhesions to the undersurface of the mesh , and the bowel was without injury. Due to the significant amount of posterior sheath excised, we needed to reconstruct this. There was some omentum, but I was concerned that reconstruction would place any material immediately adjacent to the small intestine. For this reason, I reconstructed the posterior sheath with a strattice mesh. A 10 x 16 cm mesh was chosen. This was circumferentially sutured to the posterior sheath using a pds suture. This nicely reconstructed the posterior sheath. I then irrigated and assured hemostasis. I then proceeded with placement of a polypropylene mesh into the retrorectus space. This space easily accommodated a mesh approximately 13 cm in width and 25 cm cranially-caudally. This was sutured in using the reverdin needle using #1 pds sutures placed through external incisions on the skin. A total of 7 sutures were placed around the periphery of the mesh to hold it in place. These sutures were then tied and nicely filled the retrorectus preperitoneal space. I then irrigated. This space was hemostatic. I placed a 19-french blake drain into the retrorectus space, above the polypropylene mesh. I then closed the anterior sheath over the mesh using interrupted figure-of-eight #1 pds sutures. The fascia closed nicely, without tension. I then irrigated. We closed in layers using a 3-0 vicryl on the scarpa fascia and deep dermis, and 4-0 monocryl on the skin. The wound was dressed with dermabond.¿ ¿ records indicate two non-gore devices were implanted during the (B)(6) 2017 procedure. Relevant medical information: ¿ (B)(6) 2017 : pathology: ¿gross description: a single specimen is received fresh labeled ¿mesh¿ and consists of a red/tan rubbery mesh-like object. It measures 19.0 x 16.0 x 0.1 cm. The surface is covered with gold colored circular-shaped metallic objects which measure 0.5 cm in diameter. This is submitted for gross diagnosis only.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number 9214728 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)].

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated (B)(6) 2012 state the patient was seen for postoperative follow up. ¿well-healed staples removed steri-strips placed.¿ ¿she is doing well 1 week s/p lvh repair.¿ records dated (B)(6) 2012 state the patient was again see for postoperative follow up. Abdominal exam notes state: ¿well-healed incisions.¿ ¿she is doing well one month status post repair an [sic] incisional hernia. Used [sic] tolerating her diet and her incisions have healed nicely. She has a small area of pain along the left upper quadrant trocar site. She will return to see me on a when necessary basis.¿ records between (B)(6) 2012 and (B)(6) 2017 were not provided. Records dated (B)(6) 2016 indicate the patient was seen for an incisional hernia. ¿she presents with a recurrent incisional hernia. I placed a 20 x 30 cm piece of mesh 4 years ago and recommended that she see dr. Scott roth for further treatment of this recurrence.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (2240) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Updated final codes. Additional conclusion code: 4316: appropriate term/code not available used for "withdrawn complaint" this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed.